Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was on a 1st generation centrimag console and the centrimag motor over heated. The centrimag had an audio and visual alarm and the console and motor were exchanged. The patient coded during the exchange but the code conditions cleared after the exchange was complete. Related manufacturer's reference number for the console: 3003306248-2022-00004.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the motor overheating was not confirmed. The centrimag motor (serial #: (B)(6) ) was returned for analysis to the service depot. The reported event was unable to be duplicated or verified. The motor was tested with the returned and associated centrimag 1st generation primary console and 1st generation flow probe on a mock loop for several days. The equipment functioned as intended and there were no alarms active. The motor was tested independently for several days with no alarms. The motor was functionally tested and passed all tests. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag motor (serial #:(B)(6)) and the motor was found to pass all manufacturing and qa specifications. Centrimag motor instructions for use instructs to always have a back-up centrimag motor available. Centrimag blood pump instructions for use states "always have a spare centrimag blood pump, back-up console and equipment available for change out." Centrimag primary console operating manual warns "one back-up console and motor are required in the immediate vicinity of each patient whenever the centrimag blood pump is used. The back-up console must be connected to the back-up motor, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the primary console or primary motor experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.